Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2021 for a non-ventricular assist device related issue. The pump functioned appropriately at the time of admission. The patient had a torn silicone area taped up on the percutaneous driveline. The tape was taken off and reinforced with rescue tape. The controller face was damaged and unable to read the ventricular assist device (vad) numbers fully. There was also a tear in the black controller cable so the controller was exchanged for safety reasons. Log files were submitted because the site reported the patient's device appeared to have short to shield issues. X-rays were done of the driveline to look for breaks in wire. The images showed a area of concern approximately three inches from the edge of the percutaneous line connection. There were no concerns of visible break in the outer layer when looked at. The log files showed speed drops less than the low speed limit and pump stops on (B)(6) 2021, while the patient was connected to the power module. This appeared to be caused by a driveline short-to-shield as the x-rays showed shield separation. A driveline repair was performed on (B)(6) 2021. Most of the driveline was replaced, leaving enough space for another repair is needed. There was damage noted on the distal end bend relief. The patient would remain on non-grounded cable until returned portion of driveline was evaluated. Related manufacturer reference number: 2916596-2021-07523.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the returned portion of the driveline did not identify a compromise in the driveline that could have contributed to the reported pump stops and low speed events; however, evaluation of the submitted log file confirmed the reported pump-stops. Superficial driveline damage on the silicone jacket was confirmed in the evaluation of the returned portion of the driveline. The submitted log file contained relevant data spanning from (B)(6) 2021 09:25:21 through (B)(6) 2021 14:40:37. The log file captured intermittent low speed hazards including 10 pump stops on (B)(6) 2021 while the patient was supported by the power module. The pump stops were accompanied by low-speed events as low as 0 rpm, and low flow and low speed hazards were captured during these events. Based on complaint history and similarly reported events, the data captured in the log file is potentially consistent with a damaged wire in the patient¿s driveline; however, this was not identified through the evaluation of the returned driveline. No other atypical events were captured. The submitted x-rays of the internal portion of the patient¿s driveline appeared unremarkable. The x-rays of the external portion of the patient¿s driveline appeared to show shield breakdown approximately 3¿ from the metal connector. A distal-end driveline replacement was performed on 06dec2021 under work order #(B)(4) and approximately 16¿ of the external portion/distal-end of the driveline was returned for evaluation. Electrical continuity testing of the returned driveline was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, despite manipulation of the driveline. Layers of tape were observed approximately 2-10" from the metal connector. Two small tears in the silicone jacket were observed 4¿ and 8.5¿ from the metal connector. Upon removal of the silicone jacket, the bionate layer was discolored but shows no signs of damage. Fraying and minor breakdown in the metal braided shield was observed 3" and 10" from the connector. An area of more severe breakdown was observed adjacent to the metal connector. Visual and microscopic inspection of the wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires. The account communicated that no further alarms have occurred since the patient was placed on ungrounded cable after the driveline repair. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 08sep2017. The heartmate ii left ventricular assist system (hmii lvas) instructions for use (IFU) rev. C., is currently available. Section 7, titled ¿alarms and troubleshooting¿, addresses all system controller alarms (including driveline fault, low speed advisory, low flow hazard, and pump off alarms) and how to respond to such events. The hmii lvas patient handbook (rev. C) is also currently available. The patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. No further information was provided. The manufacturer is closing the file on this event.